Event description:
Additional information - programming changes were made on (B)(6) 2021 to address the oversensing of the lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. Interrogation of the device revealed episodes of non-sustained right ventricular oversensing that was believed to be due to true noise or myopotentials on the near field channel. The noise was not reproducible with isometrics. The patient was in stable condition.